Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the magic 3 catheter got sticky after removal from the packaging. The complainant stated that he bursts the water sachet and covered the catheter with the water per the IFU. When the catheter was removed from the packaging and exposed to the atmosphere for 20-25 seconds before insertion, it seemed to cause some of the water to evaporate from the surface of the catheter. This allegedly made the catheter sticky and difficult to insert.